Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired across "hylem." The device stapled but would not cut. The case was completed by manual cut and clips on renal artery & vein. There was no pt consequence.